Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During device preparation, a cobra issue occurred twice, it was manually resolved and the procedure continued. After ablating the right sided veins, the flushing of the catheter was interrupted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, flushing through the irrigation port was tested. Irrigation was not able in any state. The catheter was dissected for further inspection, and it was observed that there was a kink in the flush lumen. The cause traced to device design conclusion code was selected based on the investigation findings.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During device preparation, a cobra issue occurred twice, it was manually resolved and the procedure continued. After ablating the right sided veins, the flushing of the catheter was interrupted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.